Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. Investigation determined on (B)(6) 2018 that the malfunction found required assessment for reportability. Original alert date (B)(6) 2017. Device is an instrument and is not implanted/explanted. Device history record review part # 314.116 synthes lot number: h398500 release to warehouse date: 11 sep 2017. Manufactured by synthes (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product development investigation was performed for the subject device (stardrive screwdriver shaft , part number 314.116, lot number h398500). The subject device was returned with the complaint condition stating tip of the driver is twisted and stripped. The complaint is confirmed the instrument was visually tested under a 10x lupe and the complaint condition is confirmed; as the tip of the driver is twisted and stripped preventing the device from functioning as intended. The balance of the returned device is in fair condition, there are some scratches on the instrument, and the tip is twisted and stripped. The lobes of the instrument are twisted and slightly chipped around the circumference of the shaft in the direction of resistance from removal. Although a definitive root cause could not be determined, force and torque is applied to the tip of the driver to remove screws. It is likely that this complaint condition was due to excessive force/torque applied to the tip of the driver, causing the tip to twist and strip. The complaint condition could not be replicated due to post manufacturing damage. Relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture). A dimensional inspection could not be performed due to the post manufacturing damage (the stardrive tips are twisted/chipped in the direction of resistance met during attempted screw removal making applicable measurements impossible). A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and in each instance no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that during a surgery for lateral malleolus fracture on (B)(6) 2017, a driver shaft malfunctioned intraoperatively and would not fit into the head of a locking screw. After assembling a torque handle, torque limiter and screwdriver shaft, it was noted when the surgeon tried to apply the torque, he could not fit the driver shaft to a head of locking screw. Other locking screws were tried, but none of them were fitted to the driver shaft. The procedure was completed successfully by manually finishing the screw fixations. A five-minute surgical delay was noted. There was no adverse consequence to the patient. Concomitant products: handle w/quick coupling (part# 311.431, lot# unknown, qty 1), torque limiter (part# 511.115, lot# unknown, qty 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.